Event description:
Rptr had two surgeries. The rods broke in her back and her legs hurt all the time with swelling right foot and lower back pains all the time. Medications are the only thing that stops the pain. Rptr has to take them every day. She takes motrin and tylenol #3. Rptr sleeps all the time because of medication.